Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 03-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had a failed drawer on main 1¿2, which was not displaying cubies. A field service engineer (fse) ran the hardware test application (hta) and confirmed that no cubies were visible. The fse checked the controller board and observed the correct flashing lights on the drawer and then reseated all rowboard connections and pyxibus cables to resolve the issue. After reseating, the fse ran hta again and checked the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.